Event description:
Device issue: none. Adverse event: bradycardia and hypotension. Onset of adverse event: during the procedure. It was reported that on (B) (6) 2010, during post-dilatation of the xact stent in the right internal carotid artery using a viatrac balloon, the patient experienced bradycardia and hypotension due to a baroreceptor reaction. The patient was given two doses of atropine, one dose of levophed, and five days of dopamine infusion that was titrated off on (B) (6) 2010. The patient's condition resolved and the patient was discharged home on (B) (6) 2010. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4). Bradycardia and hypotension may occur during this type of procedure and as listed in the IFU, are known potential patient adverse events associated with the use of the product. Based on available information, a definitive cause for the reported patient adverse effects and the relationship to the product, if any, cannot be determined, however, there was no indication of any product deficiencies which could have contributed to the outcome of the procedure. Bradycardia and hypotension may occur during carotid interventional procedures and it is anticipated response of the human body to stimulus of the carotid bulb.